Event description:
It was reported that during an unknown procedure, the device became not to be activated after a few actuations. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device.no conclusion could be reached based on the analysis results as to what may have caused the reported incident.